Manufacturer narrative:
The insulin pump was received motor error alarm during basic occlusion test due to faulty force sensor resistor. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime alarm or any alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed error test. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 114 mg/dl. The customer was advised that the device would be replaced, and to return the device for analysis.